Event description:
Patient called alleging that meter does not power on for about a month and patient had been using another meter in the meantime. Customer service replaced meter due to the fact that there are reportedly some red marks on the white part of the battery compartment. Meter did not get wet as far as customer is aware of and battery had been replaced less than a year.